Event description:
--

Event description:
Boston scientific received information that this system exhibiting a shocking impedance measurement greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed closely monitoring the patient or bringing the patient in for commanded shock testing. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(4). Additional details were received stating the patient was brought into the clinic and the system was re- programmed right ventricle (rv) coil to can. All other lead diagnostics were normal. This product issue will be re-evaluated if additional details are received.